Event description:
The pt stated, when she changes her infusion sites, her blood glucose rises in the "high 400's" mg/dl and then her readings will drop to 40 mg/dl. Her normal blood glucose range is 100-300 mg/dl. She stated, she believes her infusion device may not be delivering correctly. She stated, her infusion sites may also be to blame. She stated, she has very little body fat and only uses her lower abdomen for her infusion sites. The pt was advised on the possibility of having scar tissue. Upon follow up, the pt stated her blood glucose levels are still erratic. She stated, she is very "brittle." The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.